Manufacturer narrative:
Physio-control evaluated the device and the service event code was verified. After defib calibration was completed successfully, the device passed functional and performance testing and was returned to the customer.

Event description:
While physio-control was inspecting a customer's device for regular preventive maintenance, it was observed that "defib cal is off". Further evaluation determined that the device was out of defib calibration range and a service event code was observed which is associated to the therapy board. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and confirmed that the device tolerance was out of range.

Event description:
While physio-control was inspecting a customer's device for regular preventive maintenance, it was observed that "defib cal is off". Further evaluation determined that the device was out of defib calibration range and a service event code was observed which is associated to the therapy board. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.